Event description:
Customer states that they inserted the catheter into bladder to drain it and when they took it out there was no tip on it. The tip had broken off inside the bladder. The tip was removed via a cystoscopy procedure. The customer is doing well and has had no problems.